Manufacturer narrative:
(B)(4). The customer reported that the device fails opcheck, that there is a red x on the display, and that the status log indicated a therapy pca issue. The device was evaluated at philips. The symptoms were confirmed. The tech noted that the device froze during opcheck at the shock step. The issue was localized to the therapy pca.

Event description:
The customer reported that the device fails opcheck, that there is a red x on the display, and that the status log indicated a therapy pca issue.